Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, white particles on the shell, wear abrasion, and an opening on posterior. A microscopic analysis was performed which identified, a crease sharp opening on posterior and a striated opening on posterior. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening. A striated opening on posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional additionally reported. "Hole on patch side".